Event description:
The product was used by chemo nurse to access a pt's port. When flushed, the saline sprayed out from the outside of the needle onto the pt's skin. Primed huber needle/tubing with normal saline syringe, accessed port with huber needle, flushed and saline sprayed from the outside of the needle/tubing onto pt's skin.